Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump passed self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2023 at time 14:46:42.000 during bolus, on (B)(6) 2023 at time 17:06:46.000 during bolus, on (B)(6) 2023 at time 17:24:58.000 during bolus, on (B)(6) 2023 at time 16:29:34.000 during bolus, on (B)(6) 2023 at time 19:57:52.000 during bolus, on (B)(6) 2023 at time 19:59:49.000 during bolus, on (B)(6) 2023 at time 20:00:40.000 during bolus, on (B)(6) 2023 at time 20:04:00.000 during bolus, on (B)(6) 2023 at time 20:13:08.000 during bolus, on (B)(6) 2023 at time 20:15:50.000 during bolus, on (B)(6) 2023 at time 20:17:00.000 during bolus, on (B)(6) 2023 at time 20:17:46.000 during bolus, on (B)(6) 2023 at time 20:22:22.000 during bolus, on (B)(6) 2023 at time 20:30:17.000 during bolus, on (B)(6) 2023 at time 20:36:26.000 during bolus, on (B)(6) 2023 at time 20:38:45.000 during bolus, on (B)(6) 2023 at time 22:44:06.000 during bolus, and on (B)(6) 2023 at time 23:05:26.000 during bolus in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. In summary, customers alleged no delivery/occlusion alarm during therapy was not confirmed during testing. Pump passed full drive test. No unexpected insulin flow alarms noted in pump history download. No anomalies noted on electronic/motor assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported about insulin flow block alert during bolus. Troubleshooting was performed. Set, reservoir, and insulin was changed for 2-3 days. No further patient complications were reported. It was unknown whether the customer would continue the use of the insulin pump. The insulin pump will be returned for analysis.